Event description:
It was reported that during an arthroscopy procedure using an ambient super multivac 50 ifs arthrowand, the metal plate located at the distal end broke off and fell into the surgical site. The fragment was removed via suction, however, the reporter was unable to confirm whether or not a significant procedural delay occurred as a result of the incident. The procedure was completed using another arthrowand. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.